Event description:
Customer called to report the pump trainers tested the unit and the driver arms were not working correctly. It was stated the bgs were running high. High bgs were treated with a manual injection. Customer did not want to do further testing.